Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. Data analysis has not been completed; therefore, this device has not been cleared for implant. No patient involvement.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.